Event description:
Caller states he tested 1.7 inr on the coaguchek xs system and 2.3 inr on a comparison lab. Caller states his warfarin intake was adjusted. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).